Event description:
Report rec'd of an underdelivery. The pump was returned to central supply with an unsigned note that stated, "pump or cassette broken. Pump was supposed to deliver 50cc/hr at 0600 (1000ml bag) and at 2000 bag still contained 700ml." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. The customer stated that there was no reported adverse pt events while the pump was in clinical use. Though requested, no add'l info was provided.